Event description:
It was reported that a revision procedure was performed on this right atrial (ra) lead due to loss of capture. The atrium had suffered damage due to a previous procedure and the repositioning resulted in improved capture. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.